Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus via the pump to address the bg. The customer was unable to finish troubleshooting at the time of the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.